Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, a "defib fault 85" message was observed. The complainant indicated that there was no patient involvement in the reported malfunction.